Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has had low impedance of 62 ohms on contacts 5<(>&<)>6 since implant in 2008. Neither of the electrodes are being used in programming. The hcp requested MRI guidelines and stated the MRI was not related to the device or therapy. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.